Event description:
In 1998, port-a-cath was placed in or. On 9/13/98- cxr revealed that hub of port-a-cath had separated from catheter. Port-a-cath removed by md. 11/17/98- cxr revealed hub of catheter is in superior vena cava not removed from pt- required to get cxr in 3 months to check location of hub.